Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-01859. This report is being submitted as additional information due to the device being returned for analysis. Approximate age of device: 3 years and 11 months. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed internal driveline (dl) wire damage that could have contributed to the pump stops that were originally reported under MFR. Report # 2916596-2017-01859 if the damage was present at that time. The evaluation of heartmate ii lvas revealed no developed depositions or thrombus formations and a direct correlation between the heartmate ii lvas and the patient¿s elevated ldh and suspected thrombus could not be conclusively established. The pump was returned assembled with the driveline (dl) cut approximately 2.75" from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft was cut approximately 3¿ from its hardware and returned detached from the outflow elbow. The outflow graft bend relief was not returned. The outflow elbow was returned attached to the pump¿s outlet port. Surgical stoppers were present over the outflow elbow and pump¿s inlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the body of the rotor revealed soft, non-laminated, loosely seated depositions between the rotor blades and on the outlet section of the rotor. Similar depositions were found on the blades of the outlet stator. All of these depositions lacked laminated layering, indicating that they did not initially form in these locations; however, their origins could not be conclusively determined. These depositions appeared to be acute formations as evidenced by their lack of laminated layering. No developed depositions or thrombus formations were identified through visual examination of the heartmate ii lvas blood-contacting surfaces. The driveline was underwent electrical continuity testing and no discontinuities or shorts were identified. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual examination of the wires of the pump-end segment revealed breaches to the insulation of the brown, black, yellow and green wires. The breaches to the brown and black wires were located at the pump housing, the breach to the yellow wire was located approximately 1.25¿ from the pump housing, and the breach to the green wire was located approximately 1.75¿ from the pump housing. The yellow and green wires redundantly support motor phase 1 and the brown and black wires redundantly support motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The pump stoppages reported under MFR. Report # 2916596-2017-01859 could have resulted from a phase-to-phase short if the exposed conductors from any of the wires and exposed conductors from a different phases¿ wire(s) made simultaneous contact with the braided shield on either the power module or battery power. These events also could have resulted from a short to ground if the exposed conductors from any phases¿ wires made contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A short to ground would have also occurred if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had received (B)(6) male who received an lvad implant (B)(6) 2013 after traumatic left anterior descending (lad) injury in (B)(6) 2013. The patient had been marginally compliant with the lvad follow up, 1st in (B)(6) then came back to (B)(6). The patient stopped taking coumadin due to the medication availability. The patient was then admitted to cardiology service for the pump thrombosis. The lactate dehydrogenase level had increased up to 6000 u/l and the lvad pump had stopped 3 times in the last few hours today. Therefore, the patient consented to undergo an urgent pump exchange through the median sternotomy. The concern was that the entire lvad was clotted due to the markedly increased left ventricular hypertrophy (lvh), therefore the entire lvad was exchanged on (B)(6) 2017.